Event description:
A lidocaine vial was accessed in radiology using the monoject smarttip system, after access of the vial, a small piece of the rubber cap was sheared off into the vial creating a potential emboli that could be injected into the pt. I accessed the vial again using the same system, and another piece of the cap sheared off into the vial duplicating what had occurred previously.